Event description:
It was reported that the patient with this right atrial (ra) lead exhibited rashes on the device area and on the chest. The patient was referred to an infectious disease doctor but found no evidence of infection. The patient was treated with antibiotics. The physician explained that the pacemaker had not caused any allergic reactions and was taken off all of the meds except the antihypertensive ones. Furthermore, the patient was then referred to an allergist. There were no additional adverse patient effects reported. The ra lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This supplemental is being filed to correct the h6: impact codes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (ra) lead exhibited rashes on the device area and on the chest. The patient was referred to an infectious disease doctor but found no evidence of infection. The patient was treated with antibiotics. The physician explained that the pacemaker had not caused any allergic reactions and was taken off all of the meds except the antihypertensive ones. Furthermore, the patient was then referred to an allergist. There were no additional adverse patient effects reported. The ra lead was explanted.